Event description:
It was reported that a spherical 6mm coil failed to release after 7 detachment cycles. During attempts to remove the coil, it stretched into the parent artery and displaced the coil mass. The coil eventually snapped during removal leaving a long strand of platinum wire along most of the length of the basilar artery. The case was concluded after finishing with other coils. The broken strand of coil remains in the basilar artery.